Event description:
It was reported that the arctic sun device was calibrated and got an error 80 (water check time out - unable to reach calibration temperature) expected was 6 and actual 28, it was also getting an error 2 (low flow) expected -7.0 actual -0.03 and device kept getting an alert 45 (ac power lost) after reboot.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. It was known that the device met specifications and that the device was not influenced by the reported failure. The device was not in use on a patient. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected

Event description:
It was reported that the arctic sun device was calibrated and got an error 80 (water check time out - unable to reach calibration temperature) expected was 6 and actual 28, it was also getting an error 2 (low flow) expected -7.0 actual -0.03 and device kept getting an alert 45 (ac power lost) after reboot.